Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was occluded after implantation, the patient had pain and the device was revised. The valve was implanted to the patient via lp-shunt with setting 3. After the surgery, the patient complained of lumbar neuralgia. The revision surgery was performed via vp-shunt with setting 4. When checking the removed valve, there was the black blood within the valve. The valve blockage was suspected. It was suspected that as for the cause, negative pressure was applied by pumping or syringe from the side of the abdominal cavity catheter when confirming the patency of the shunt during surgery (flow was not confirmed by spontaneous dripping), and it might have caused the bleeding in the spinal canal. The surgeon commented that regarding neuralgia in the lumbar region, it could not be helped because it is a patient's problem. The surgeon just wants to know the blocking to the valve. Csf protein: normal. There was contamination of blood and debris into the cerebrospinal fluid. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; needle holes in the needle chamber were noted as well as biological debris in the valve mechanism and siphon guard. The valve was tested for programming and failed the test. The valve was flushed and failed the test; an occlusion was noted at the ruby ball. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve could not be reflux tested due to the biological debris. The siphon guard was removed from the valve. The siphon guard could not be tested due to the biological debris. The valve could not be pressure tested due to the biological debris. The valve was dismantled; compacted biological debris was found in the valve mechanism and the siphon guard. A review of manufacturing records could not be performed, as no lot number was provided. The root cause for the problem reported by the customer was due to the compacted biological debris found inside the valve. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.